Event description:
It was reported the patient had a catheter revision. The tip of the catheter was moved from the epidural to the it space. The drug in the pump was morphine. No dose or concentration was reported. Additional information was reported that following the revision, the dose was not adjusted accordingly which resulted in overdose symptoms. The hcp performed a system content removal and refilled with pfns. The pump will be refilled at a later date with a new drug. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.